Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial#(B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 388928, lot# 0210264102, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced wound breakdown/erosion due to infection and was admitted for a surgical revision of implantable neurostimulator (ins) site. The patient had been on antibiotics. The ins was exposed and about half the header block was protruding out of the skin. It was noted the wound looked red and with exudate. The wound was cleaned and the ins was buried in a deeper pocket. The surgeon did not want to re-site the ins pocket with a longer extension. Impedances were all within range and the patient had effect from the device. The patient went home on the same day as the surgery and was on oral antibiotics. The ins was on and functioning at 2v and the patient's wound was to be checked at a later date. The patient was indicated for fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 388928, lot# 0210264102, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3095-25, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer had a full implant and developed a right buttock pocket infection. The hcp moved the ins to the opposite side, left buttock, despite advice to remove the whole system on (B)(6) 2016. The extension was discarded and replaced with a longer one. On (B)(6) 2018 the consumer presented with pocket infections of both right pocket (original site) and left buttock pocket. The hcp elected to remove the entire system. The assistant surgeon removed the lead by pulling it through the right pocket, despite advice on multiple occasions that this might cause the lead to fracture and break. The lead snapped. The lead was then removed through incision in natal cleft. The entire length of the lead was measured and found to be the correct 28 cm length with all four (4) electrodes and tines intact. The products were highly infected, and the hcp discarded all items. It was noted that the consumer reported good symptom control despite infected pocket. The issue was resolved at the time of the report. There were no further complications reported and/or anticipated.